Manufacturer narrative:
H3 - co is unable to complete co's investigation of the MDR incident documented in co's initial report. The meter would not power on due to broken and shorted pins. At this point, co's investigation of this matter is closed. H6 - =meter would not power on, unable to investigate.

Event description:
In 1/97 (exact date unk), the pt (iddm) was not feeling well and was admitted to the hosp for diabetic ketoacidosis. He had been obtaining blood glucose results from 200-300 mg/dl on his meter prior to hospitalization. Upon admission, his blood glucose level was "over 800 mg/dl". He was treated with IV insulin and antibiotics and released after 4 or 5 days. The meter is cleaned every "two weeks or so" with a dry tissue. The owner's booklet recommends cleaning once a week using water to clean the meter optics. No quality control tests are performed. Calibration status is unknown at this time.